Manufacturer narrative:
The drill attachment was returned to the manufacturer, and the complaint was confirmed. Based on the device evaluation, a broken bur was found within the drill attachment. The cause of the bur breakage is unknown. The device could not be repaired and, therefore, was not returned to the user facility.

Event description:
It was reported that a bur broke and remained stuck in the drill attachment. There was no patient involvement or adverse consequences related to this event.